Event description:
Info received indicates that head and foot of the bed will not move.

Manufacturer narrative:
The tech found that the head section was not moving. He heard the motor running, but there was no head function. The tech replaced the valve to repair the bed.